Manufacturer narrative:
Batch review performed on 12 june 2020: lot 163260: (B)(4) items manufactured and released on 07-sep-2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in the event: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 165968 (k112115). Batch review performed on 12june 2020: lot 165968: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2021-12-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta head with a medacta head and revised the medacta cup and liner with another company's cup and liner 2 years and 9 months after primary. The surgery was completed successfully. A posterior approach was used in the primary surgery.